Event description:
A complaint regarding loss of stimulation was reported. Physician decided to perform a paddle lead revision. During revision, one of the contacts of the lead came off. The surgeon removed the detached contact and left the rest of the paddle lead in the pt.

Manufacturer narrative:
The pt is receiving stimulation and is doing fine after surgery.